Event description:
The event did not lead to either a death or serious injury. The reason for reporting this incident is the intervention required to prevent a serious injury. The initial procedure occurred in 2003 and involved implanting an expanded ptfe vascular prosthesis during an across knee femoral by-pass. Eleven months later there was a re-intervention due to the presence of a hematoma. It was found that the suture of the distal anastomosis had torn out. The surgeon cut off the section of the graft and added a section of another vascutek ptfe graft to remake the distal anastomosis.